Event description:
A (B)(6) female underwent a left subclavian stenting procedure with right groin access on (B)(6) 2014. A vascular surgeon was on standby by end of procedure and was not needed. The patient had extremely scarred groin. The physician was attempting an exchange for a longer device when the hub came off and as the physician continued to removed the device it unraveled and separated into two pieces inside the patient (1820334-2014-00282). The coiling was left inside the patient as the device was removed. The physician was able to obtain left groin access with a micropuncture access set (1820334-2014-00283) when it broke off inside the groin but was retrievable. The physician advanced with a dilator and was able to push out contralaterally the device out the right side. No harm to the patient, nothing was left inside of the patient and on additional procedures or intervention was needed due to this event. The physician did not proceed with the procedure but will be re-scheduling.

Manufacturer narrative:
Catalog #kcfw-6.0-38-55-rb-raabe. (B)(4).